Event description:
Related manufacturer reference number: 9680001-2018-00138, 3005334138-2018-00323. During a pulmonary vein isolation ablation procedure a pericardial effusion occurred. During mapping of the left atrium the patient became hypotensive. An echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.

Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The catheter met specifications for electrical testing. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to bend in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the bend is consistent with damage during use. The cause of the reported pericardial effusion cannot be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.